Manufacturer narrative:
(B)(4). P cap or reservoir locks properly into place. Insulin pump passed displacement test. Insulin pump received with cracked retainer, pillowing keypad overlay, minor scratches on case and minor scratched lcd window. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that screen of the insulin pump had a crack. The insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.